Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient was presented due to unstable angina and was referred for cardiac catheterization. The target lesion located in the proximal left anterior descending (lad) artery with 90% stenosis, and was 14 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct placement of a 3.50 x 16 mm promus element¿ stent. Following post-dilatation, the residual stenosis was 0%. Six days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient died. The cause of death was not reported.